Manufacturer narrative:
Insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's blood glucose was unknown. It was reported that the customer stated that the buttons on their insulin pump were not working. The customer stated that this issue did not occur after a battery change. The customer did not recall any significant events leading to the keypad issues. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.